Event description:
It was reported by repair work order that the ground path was compromised on the bed due to a damaged power coil cord and power cord with exposed wires. It was also reported that the couplers were stripped on the motors. It was further reported that the cpu board had incorrect dip switch settings. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Supplemental submitted because it was initially reported that the power cord was damaged. This was reported in error. The actual issues with the unit were that the bed was without power due to damaged power coil and sensor coil cords, with exposed wires. Investigation also found that due to the damaged couplers (reported in the initial medwatch) the bed was stuck at an elevated position.

Event description:
It was reported by repair work order that there was no power to the bed due to a damaged power coil cord and sensor coil cord (with exposed wires). It was also reported that the couplers were stripped on the motors, and the bed was at an elevated height. It was further reported that the cpu board had incorrect dip switch settings. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.